Manufacturer narrative:
Device available for evaluation type of follow up - device evaluation device evaluated by manufacturer- additional information updated the axium prime coil was returned for evaluation and the clinical observation was confirmed. As received, implant coil was found damaged and had lost its original shape, while still attached to the pushwire. The instant detacher was not returned for evaluation; therefore, any contributing factors from the instant detacher could not be assessed. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. All other subassembly appeared normal and no other anomalies were observed. An in-house instant detacher was then selected and used for detachment testing and axium prime implant coil was successfully detached on the first attempt. The cause for the difficulty during detachment could not be determined, however, the intact tack weld replacement (twr) crimps showed evidence that the instant detacher failed to actuate the detachment mechanism. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿

Manufacturer narrative:
There was no physician/initial reporter information provided. The axium prime coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt and evaluation completion of the device and/or additional information received, a supplemental report will be filed. Related mdrs for this event: 2029214-2017-01155, 2029214-2017-01156.

Event description:
Medtronic received information that these both coils had an error detaching. No patient injury was reported. The product was tested prior to use. No further information was provided.